Manufacturer narrative:
H.6. Investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Customer returned (2) open 4mm, 32g pen needles from lot # 8304725. Customer states that there was a clog during priming. Both returned pen needles were examined and both exhibited a bent non patient end of the cannula. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3 other text : see h.10

Event description:
It has been reported that the bd nano pro ultra-fine¿ pen needle has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that the consumer encountered a clog during priming, using nano pro pen needles verbatim: consumer reported needle clog during priming, using nano pro pen needles, does not re-use, occurrence date is 08-16-19. Consumer will send samples for evaluation. Lot # 8304725. Product # 320555. Exp 10-31-2023

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nano pro ultra-fine¿ pen needle has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that the consumer encountered a clog during priming, using nano pro pen needles verbatim: consumer reported needle clog during priming, using nano pro pen needles, does not re-use, occurrence date is (B)(6) 2019. Consumer will send samples for evaluation. Lot # 8304725, product # 320555, exp 10-31-2023.